Event description:
The physician reported lead connection difficulties during the implant attempt of the subject pacemaker.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
The physician reported lead connection difficulties during the implant attempt of the subject pacemaker.